Event description:
It was reported a patient underwent an unknown surgery on an unknown date and topical skin adhesive was used. Surgeon highlighted that patient who was using adhesive had a bacterial infection a few days after using it. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Unknown, patient status/ outcome / consequences. Yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Infection. Picture . Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Name of surgery? What was the procedure date? What date /day post op was the infection noted? Was any prescription strength medication prescribed? Please specify? Was the topical steroid prescription strength? Were any other prescription medications prescribed? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: b3. Additional information has been requested and received. 1. Name of surgery? Ans: hipec. Dermabond prieno is used on the laparotomy side. 2. What was the procedure date? Ans: 11/10/2024. 3. What date /day post op was the infection noted? Ans: 3 days (patient was still in the ward). 4. Was any prescription strength medication prescribed? Please specify? Ans: dermabond prineo is used as a dressing /wound closure. 5. Was the topical steroid prescription strength? Ans: do not have the answer. 6. Were any other prescription medications prescribed? Ans: not aware of it. 7. Was any surgical intervention performed? Ans: consider the long dressing pad cover the entire incision (top to bottom). Challenge to seal as near the stoma and the drain site (risk of leaking) manage the bottom small cavity first with square dressing pad. 8. Were any cultures taken? Results? Ans: there is no culture taken. 9. Please describe how was the adhesive was applied. Ans: sales rep was not present as this is surgeon¿s 5th time using the product, others have no issue. 10. What prep was used prior to, during or after adhesive use? Ans: opsite. 11. Was a dressing placed over the incision? If so, what type of cover dressing used? Ans: do not have the answer. 12. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Ans: sales rep is unsure on this. 13. Is the patient hypersensitive to pressure sensitive adhesives? Ans: do not have the answer. 14. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Ans: patient was not screened, but simple question were asked if they have sensitive skin. 15. Patient demographics: initials / ID, gender, age or date of birth; bmi ans: ans: sales rep is unsure on this. 16. Patient pre-existing medical conditions (ie. Allergies, history of reactions) ans: none. 17. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Ans: sales rep is unsure on this. 18. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Ans: yes. 19. Product code and/or lot of products used? Ans: clr222us (batch: ubbjtz). 20. Current patient status. Ans: patient discharged. 21. Name of surgeon? Ans: mr james khaw (colorectal). 22. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Ans: surgeon highlighted that dermabond prineo to him is good to separate out stoma and the incision found. However, after this case, he is not comfortable to reuse prineo any time. 23. Is product available to return for analysis. Ans: not available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.